Manufacturer narrative:
H11: the event was initially submitted as an MDR based on information reasonably available at the time, which indicated that the device was involved in a patient death. Subsequent follow up investigation determined that the event was not related to the device. Additional information indicated that there were eighteen total deaths occurring at a median of eleven months, with later causes not provided, and no device involvement identified by the authors. The patient was reported to have died while using a medical product; however, there was no suspected association between the death and the use of the device, which correlates to not related per FDA form 3500a instructions (section 12.3.2). No patient injury was reported. Based on the updated information, the event no longer meets MDR reportability criteria. As an MDR had already been submitted based on the information available at the time, the event file will remain documented as a death. Scalone g, aimi a, bruscoli f, ciommi m, giusto fd, vito ld et al. Two-year-survival rate of high-risk elderly patients with severe aortic stenosis treated with perfusion-balloon valvuloplasty without rapid pacing. Am j cardiol. 2023 dec 15; 209:220-223. Doi: 10.1016/j.amjcard.2023.09.059. Date of death for this patient was not provided, hence date of death updated as 01-jan-1900 for the MDR submission requirement. B5, g3, h6 (patient). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
In the journal named "the american journal of cardiology" of article titled, "two year survival rate of high-risk elderly patients with severe aortic stenosis treated with perfusion balloon valvuloplasty without rapid pacing" outcomes for fifty elderly high risk patients with severe aortic stenosis who were treated with balloon aortic valvuloplasty using the bard true flow perfusion balloon. The authors state that the balloon aortic valvuloplasty procedure improved survival in this population when compared with the referenced sample data. Two patients died during the early recovery period. One patient died three days after the procedure due to acute renal insufficiency and another patient died one week after the procedure due to pneumonia. The article does not attribute either early death to the device. During follow up a total of eighteen patients died at a median of eleven months. The publication does not provide causes for the later deaths and does not suggest any involvement of the device in the outcomes. The authors describe the procedure as a useful and safe option in this elderly high risk cohort.

Manufacturer narrative:
H11: date of death for this patient was not provided, hence date of death updated as (B)(6)1900 for the MDR submission requirement. Scalone g, aimi a, bruscoli f, ciommi m, giusto fd, vito ld et al. Two-year-survival rate of high-risk elderly patients with severe aortic stenosis treated with perfusion-balloon valvuloplasty without rapid pacing. Am j cardiol. 2023 dec 15; 209:220-223. Doi: 10.1016/j.amjcard.2023.09.059. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in the journal named "the american journal of cardiology" of article titled, "two year survival rate of high risk elderly patients with severe aortic stenosis treated with perfusion balloon valvuloplasty without rapid pacing" that sometime post balloon aortic valvuloplasty procedure by using bard true flow perfusion-balloon valvuloplasty for aortic stenosis, out of fifty patients, eleven patients were expired due to valvuloplasty.